Manufacturer narrative:
The complainant has implicated a 8 fr s/l groshong catheter received a groshong 9.5 fr d/l catheter. The complaint of a break in the catheter was confirmed, and the cause will be considered use related. The groshong 9.5 fr d/l catheter broke near the 6cm depth mark. The tubing was compressed and flattened at the break site, which is typical characteristic of pinch-off related damage. The catheter was most likely compressed within the costoclavicular region, which eventually caused the tubing to break. The product IFU states that "catheters placed percutaneously or through a cut-down, into the subclavian vein, should be inserted at the junction of the outer and middle thirds of the clavicle, lateral to the thoracic outlet. The catheter should not be inserted into the subclavian vein medially, because such placement can lead to compression of the catheter between the first rib and clavicle, which can cause damage and even severance of the catheter. A radiographic confirmation of catheter placement should be made to ensure that the catheter is not being pinched by the first rib and clavicle". A chr was not completed since the lot information was not provided by the complainant.

Event description:
The complainant states that the catheter broke in about a week after it was placed, and there was no injury.